Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01785.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a penumbra coil 400 detachment handle (handle). During the procedure, the physician felt resistance while advancing a ruby coil to the target location using a lantern delivery microcatheter. The physician then was unable to detach the ruby coil using the handle and, therefore, the physician opened a new handle. The ruby coil was able to be detached using the new handle, and the procedure was then completed using additional ruby coils, pod packing coils (podjs), the same handle, and the same lantern. There was no report of an adverse effect to the patient.